Event description:
It was reported by the patient that their ambicor penile prosthesis (app) exhibited a slightly downward angle when fully inflated. The patient requested to know whether this was normal in a 1 year old implant. No further information was provided.